Manufacturer narrative:
Citation: fraccaro c, et al. Transcatheter aortic valve implantation (tavi) in cardiogenic shock: tavi-shock registry results. Catheter cardiovasc interv. 2020 nov;96(5):1128-1135. Doi: 10.1002/ccd.29112. Epub 2020 jul 6. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and feasibility at early and long-term follow-up of transcatheter aortic valve implantation (tavi) in patients with severe aortic valvulopathy and cardiogenic shock. All data was retrospectively collected from a multi-center european registry between march 2008 and february 2019. The study population included 51 patients and was predominantly female with a mean age of 76 years. Of those, 39 patients underwent tavi with self-expandable valves, which included the medtronic corevalve family (30), boston scientific acurate neo (7), and abbott portico (2). No unique device identifier numbers were provided. One patient who had a 31 mm corevalve implanted valve-in-valve in a degenerated aortic bioprosthesis (manufacturer undisclosed) developed severe paravalvular leak and subsequently died in-hospital. The other five self-expandable patient deaths were not attributed to medtronic product. Among all self-expandable valve patients, non-death adverse events included: new permanent pacemaker implantation; cerebrovascular accident; myocardial infarction; tamponade; coronary flow impairment; ventricular fibrillation/ventricular tachycardia; mild to severe paravalvular leak; major or minor bleeding; blood transfusion; minor vascular complications; sepsis; rehospitalization for heart failure; and elevated gradients because of patient-prosthesis mismatch after valve-in-valve with a 23 mm evolut r in a 19 mm mitroflow (34 mmhg), valve-in-valve with a 23 mm evolut r in a 21 mm mitroflow (from 14 to 25 mmhg), and endocarditis (30 mmhg). Medtronic product may have been associated with these non-death adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: a3. Patient sex changed to "male" because both corevalve deaths were male patients. B5. Additional information received from the physician/author stated the 31 mm corevalve patient (male, 72 years old) died 29 days after tavi due to multiple comorbidities and complications, including acute kidney injury and bleeding. In addition, it was clarified that the 31 mm corevalve was implanted into a stenotic homograft in 2013. The physician/author also reported that a 29 mm corevalve contributed to the intra-procedural death that occurred after valve embolization and subsequent severe aortic regurgitation. This patient (male, 77 years old) underwent tavi with the 29 mm corevalve in 2008. H6. Patient (ime/annex e) and device (fdd/annex a) codes added based on the new information provided by the physician/author. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.